Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The device was tested by using a 100ml beaker of water. The device tip was submerged in the beaker of water and run for a period of one minute. Test results showed that the device did perform per specification. The reported aspiration issues were not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-03283, 2134265-2016-03284. It was reported that an aspiration issue occurred. The target occlusion was located in the right superficial femoral artery (sfa). A 2.1mm jetstream® xc atherectomy catheter was inserted however the catheter would not aspirate appropriately. The same issue occurred with another 2.1mm jetstream® xc atherectomy catheter and a 2.4mm jetstream® xc atherectomy catheter. The procedure was then completed successfully with a non-bsc catheter. No patient complications were reported and the patient's current condition is fine.